Event description:
Per the audiologist's report, this pt experienced fluctuating hearing thresholds, buzzing, and intermittent device function. External equipment was replaced, but this did not resolve the problem. Testing showed progressive numbers of short circuit and open circuit electrodes. Reprogramming was tried, but the surgeon has decided to explant the device and reimplant a new device. The surgery date has not been scheduled.